Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when the asymptomatic patient presented in clinic, an alert of non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed. Programming changes were made. Patient condition was stable.